Event description:
It was reported that the device's pcb had burned components and therefore, was not operable for defibrillation. There was not patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed module and determined that the root cause of the reported failure was shorted and burned capacitor, designator c51.